Event description:
Related manufacturer reference number: 2017865-2024-35735. It was reported that the patient presented in the clinic with pneumonia, endocarditis, right ventricular (rv) lead vegetation, and tricuspid valve vegetation. The vegetation was visualized with transesophageal echocardiography. The right ventricular (rv) lead and the atrial lead was explanted. The patient was stable.

Manufacturer narrative:
The lead was returned due to infection. As received, a partial lead was returned in two pieces. A failure event was observed during analysis. Final analysis found an external insulation abrasion breaching the ring electrode cable lumen proximal to the suture sleeve tie marks caused by friction to device can. Additionally, eleven internal insulation abrasions breaching the ring electrode and right ventricular cable lumens and inner coil lumen were also found: seven between shock coils and four distal to the suture sleeve tie impressions. One of the ring electrode cable coatings was found abraded, while the other cable was intact. All other damage noted is consistent with procedural damage.